Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the reported complaint. The instrument shaft had insulation coating peeled off near distal end. No pieces were missing. There were also scratches along the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing a bowl grasper instrument had cut insulation on the shaft. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.